Manufacturer narrative:
Based on technician statement, the turbine has been pointed as source of the issues. The turbine module generates compressed air and delivers air to the inspiratory gas. Unfortunately, the solution to the reported issue remains unknown as not suffiecient information is available. The device's logs and defective part were not available for further evaluation. Therefore, the root cause to the reported issue has not been determined. H3 other text : 4119.

Event description:
Manufacturer's ref. #:(B)(4).

Event description:
It was reported that the ventilator failed gas supply test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).